Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received two questionable results for one patient tested with coaguchek xs meter serial number (B)(4). The results were lower when compared to results obtained with the dade innovin test method. Of the two questioned results, one was erroneous. The patient was tested with the meter and the result was 6.8 inr. When a venous sample from the patient was tested with the dade innovin test method, the result was 9.0 inr. Both measurements were performed between 2 p.m. And 2:30 p.m.. No adverse events were alleged to have occurred with the patient. The patient is not anemic and does not have antiphospholipid antibodies. The patient has no symptoms of bleeding or bruising. The patient does not take heparin or direct thrombin inhibitors. The patient has been holding warfarin medication since (B)(6) 2017. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 168934-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was measured with master lot test strips in comparison to a retention meter and master lot test strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 3.3 inr; donor #2 inr: 2.7 inr; donor #1 hct: 48%; donor #2 hct: 52%. Testing results: donor #1: master lot: 3.4 inr; customer meter and master lot: 3.3 inr. Donor #2: master lot: 2.7 inr; customer meter and master lot: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The patient samples were always identified as blood. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.